Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(4). Customer states need a loaner pump the battery doesnt last have to change it every 2 days getting a alarms and e alarms. (B)(4). Customer concern: customer states need a loaner pump the battery doesn't last have to change it every 2 days getting a alarms and e alarms battery about 2 years all the errors no delivery and wont link to my meter within about (B)(6) 2020. (B)(4) : a21/e21/a47 alarm is/was customer able to successfully clear the alarm(s)? Yes. Did customer receive request to rewind pump? Yes. Is/was customer able to complete rewind? Yes. Did customer report e21? Yes. Was the pump recently stored or not in use for an extended period of time? No. Was e21 alarm immediately after a battery change? No. Advise customer the serialized device will need to be replaced? Yes. Instruct customer to discontinue pump use and revert to back up plan as per hcp instructions? Yes. Will the serialized device be replaced? Yes.